Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) 9200 ml cycle-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed on the cycler and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, a valve actuation test, and a patient sensor calibration check. There were no discrepancies encountered during the internal visual inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient's contact reported that the patient had been hospitalized on (B)(6) 2021 for fluid overload. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient's contact called the clinic to report signs (unspecified) of fluid overload. Due to a history of past right pleural effusion unrelated to use of the liberty select cycler and other underlying conditions contributing to the patient¿s symptoms, the pdrn sent the patient to the emergency room (ER). The patient was admitted to the hospital and it was determined the patient was developing another right pleural effusion. The cause of the patient¿s pleural effusion due to fluid retention was determined to be physiological. It was determined that the patient was unable to do pd therapy due to this physiological issue. The patient was permanently transitioned to in-center hemodialysis (hd). The patient was discharged to home. The pdrn stated there was no malfunction or deficiency with the liberty select cycler or other fresenius product(s) that caused the patient¿s hospitalization.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The peritoneal membrane is subject to changes that occur over time on pd which can result in a decline of ultrafiltration. These changes are due to multifactorial causes including fibrosis and reduced osmotic conductance of the membrane to glucose.

Event description:
A peritoneal dialysis (pd) patient's contact reported that the patient had been hospitalized on (B)(6) 2021 for fluid overload. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient's contact called the clinic to report signs (unspecified) of fluid overload. Due to a history of past right pleural effusion unrelated to use of the liberty select cycler and other underlying conditions contributing to the patient¿s symptoms, the pdrn sent the patient to the emergency room (ER). The patient was admitted to the hospital and it was determined the patient was developing another right pleural effusion. The cause of the patient¿s pleural effusion due to fluid retention was determined to be physiological. It was determined that the patient was unable to do pd therapy due to this physiological issue. The patient was permanently transitioned to in-center hemodialysis (hd). The patient was discharged to home. The pdrn stated there was no malfunction or deficiency with the liberty select cycler or other fresenius product(s) that caused the patient¿s hospitalization.